Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that an air leakage occurred from the cuff during patient use. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident.